Event description:
While the pt was being rotated for proper positioning, the mayfield skull clamp pressure dropped from 60 lbs to 20 lbs. The skull clmap pins slipped and caused a 2 cm laceration on the left side of the head. The injury was sutured and another clamp was applied. No further problems were noted on the incident report.